Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that implantable cardioverter defibrillator (ICD) exhibited failure to interrogate via radiofrequency telemetry. No intervention was performed and the ICD was successfully interrogated via inductive telemetry. There were no patient consequences, and the patient would continue to be monitored.